Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 18-mar-2026. The customer reported that downloader recharger (drc) s/n (B)(6) was not transmitting results to the rals. They also noted that the drc had successfully transmitted results at an earlier time. However, during troubleshooting for the transmission issue, smoke was observed emitting from the drc. The customer confirmed that there were no visible signs of damage to the drc. The investigation confirmed the reported issue of unsuccessful transmission, although the smoke was not reproduced. A burnt component d17 on the main board of drc s/n (B)(6) was identified as the cause of transmission failure. The failure of this component possibly contributed to the smoke emission at the customer site. A deficiency has been identified with respect to the burnt component d17 as a potential cause of the smoke reported by the customer. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time.

Event description:
Na.

Manufacturer narrative:
Apoc incicent (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 17-dec-2025, abbott point of care (apoc) was contacted by a customer reporting a downloader, sn (B)(6) is not transmitting results. Customer later stated that smoke came out of the downloader when they were troubleshooting it for transmission issues but when smoke came out they unplugged it and contacted apoc technical support. Customer verified cables used are the ones that came with the downloader and not a 3rd party cable. Customer stated the downloader showed no visible signs of damage from the smoking incident, did not smell like burnt plastic or have any charred marks on the downloader. There are no injuries associated with this event. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.